Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. An email was sent to the author requesting additional information, with no reply as of yet. Referenced article: his or para- his pacing preserves left ventricular function in atrioventricular block: a double-blind, randomized, crossover study. Europace. 2014;16(8):1189-1196. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable pulse generator (ipg) system. One patient death was reported with no reported cause of death. The death was noted as sudden. No further information is available and a request for additional information has been sent. No further patient complications have been reported as a result of this event.